Event description:
It was reported that the patient presented remotely via merlin.net due to noise oversensing noted on their right ventricular (rv) and right atrial (ra) leads. It was also noted that the episodes were due to insulation damage on both leads. The patient's rv and ra leads were explanted and successfully replaced. The patient remained stable.